Manufacturer narrative:
Additional information was received: age/date of birth: (B)(6) 1939. Gender/sex: male. Date of event: (B)(6) 2015. Serial #: (B)(4), catalog #: zxr00i0195, expiration date: 3/3/2020, UDI number: (B)(4). Implant date: if implanted, give date: (B)(6) 2015. Explant date: if explanted, give date: planned for explant to occur on (B)(6) 2017. Explant was not yet confirmed. Manufacturing date: 3/3/2015. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted; give date: unknown, was not provided. Noted as over one year ago. If explanted; give date: na (not applicable) at the time of reporting, the lens was planned for explant; but explant had not occurred. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) will explant the lens as the patient is complaining about intolerable halos overnight that prevent him to drive, even if the daytime vision is very good. The lens was implanted more than 1 year ago. No further information was provided.

Manufacturer narrative:
The initial report requires correction/clarification. It should read as: it was reported that the surgeon is going to explant a model zxr00 intraocular lens (iol) as the patient is complaining about intolerable halos overnight that prevent him to drive, even if the daytime vision is very good. The lens was implanted more than 1 year ago. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.